Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination, however, photographs of the subject complaint sample were provided for review. No product contribution to the reported event was identified. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On unknown date, the patient underwent total right knee arthroplasty for unknown reason. There were no operative notes, no sticker pages included with the patient¿s history. Included with the medical records on pages 5-10 are photos showing explanted components which included the tibial and femoral components. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component was grossly loose. He noted a well-fixed femoral component though revised. The patient was implanted with depuy knee system. Competitor¿s cement was utilized, and there were no complications reported. Doi: unknown, dor: (B)(6) 2018, (rt knee).